Event description:
It was reported during a t and a procedure, the machine beeped "error code grounding pad" and did it intermittently several times. They tried turning the unit off and out and changed out the grounding pad. The error code was though to be about the grounding pad, but the rep was not sure. The case resumed but they had to use suction cautery because it kept going on and off with the alarm. The pt had one side done with the peak device and the rest was done with electric cautery.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition with minor surface imperfections. The unit was powered on and did not deliver cut energy. The ultravolt high voltage power supply was not providing power output. The regular cut and coag delivered rf energy correctly into the fixed resistors. The footswitch functioned properly with the generator connected. Both internal leds of the optocoupler failed in the open condition, which prevented the ultravolt power supply output from being enabled resulting in failure to deliver peak cut energy. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.